Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is not shifting.associated malfunction for this device: pilot valve leaking, regulator leaking.